Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 8 was jammed. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had jammed and would not fully open or close even after reboot. The field service engineer (fse) found that the latch assembly was off its mounting, and the screws were sheared off. Fse replaced the screws and tested the unit. The customer completed inventory and was satisfied with the results. The system functioned as intended after the field service engineer repaired the device.